Manufacturer narrative:
The following devices were also listed in this report: stryker mdm liner; cat# unknown; lot# unknown. Titanium shell; cat# unknown; lot# unknown. Unknown cancellous screws; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. .

Event description:
Plaintiff underwent a hip replacement surgery on or about (B)(6) 2015 utilizing a competitor hip. On or about (B)(6) 2015, plaintiff underwent a revision surgery after falling from losing her balance. During the revision surgery, plaintiff was implanted with a stryker mdm liner, titanium shell, and cancellous bone screws. Plaintiff further alleges that the stryker products were defective and failed, therefore causing painful and permanent injuries.